Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/jan/2019 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is capsular contracture baker grade IV and late onset seroma. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side ¿contracture, baker grade IV¿, "implant rotation", "pain", and ¿collection region on the left side". Treatment included singulair. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, deformation, yellow particles in the shell. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side ¿contracture, baker grade IV¿, "implant rotation", "pain", and ¿collection region on the left side". Treatment included singulair. The device has been explanted.